Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed ot the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2010 - the pt underwent an anterior colporrhaphy with rectocele, enterocele repair, and bilateral sacrospinous ligamentous fixation. Due to the pt's poor tissue and lack of fascia, the decision was made to also proceed with a bard/davol soft prolene mesh augmentation and cystoscopy. On (B)(6) 2011 - the pt underwent partial excision of the bard/davol soft mesh which was noted to be eroding posteriorly on the right side. On (B)(6) 2011 - the pt underwent explant of the bard/davol soft mesh due to continued posterior vaginal mesh erosion and discomfort.